Event description:
It was reported that a pump door did not fully latch. It was determined that the pump displayed door not fully latched messages. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The complaint was confirmed. The unit was received inoperable due to constant "door not fully latched" messages. This was caused by a failed upper auxiliary component (link switch). The upper auxiliary assembly was replaced.